Event description:
A falsely elevated troponin I result of 6.59 ng/ml was obtained on a pt 1 and a result of 0.7 ng/ml was obtained on pt 2. The results were not reported to the physicians. The samples were repeated and a result of 0.04 ng/ml was obtained on pt 1 and a result of <0.04 was obtained on pt 2. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pts as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I results was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was sample integrity. The IFU for dimension ctni flex reagent cartridge contains the following info: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specifications.